Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 726 mg/dl and high ketones, which were identified as dangerous by a healthcare professional. Customer attempted to address bg with a bolus and a manual injection. Customer was subsequently treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged (B)(6) 2024 with the issue resolved and no permanent damage. The customer alleged that the pump delivered boluses that the customer did not request. Tandem technical support reviewed the pump logs and determined that the customer had stopped insulin delivery. System check with tandem technical support confirmed the pump was functioning as intended. A replacement pump was sent to the customer.